Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us having alarm 401 while on a patient. Furthermore, the patient was transferred to a different ventilator and no harm during the event.

Manufacturer narrative:
Results of investigation: vyaire medical field service representative went onsite and performed the initial test fio2 21%, 70%, 100%. Performed inspiration block/valve test and calibration tests. Unit passed, all values are within specs. Vyaire medical determined root cause as due to production fault. This unit had been reworked from moog to micronel vents in production. As patch 16 was put on hold, the software was downgraded to v6.0.1200.0 prior to shipment to the customer. Most likely the blower type change is not saved during production, as patch 12 / 13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch >=16.